Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('serious abdominal pain'), device breakage ('travelling parts of the broken product inside the body') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), mental disorder ("psychological problems "), heavy menstrual bleeding (" heavy bleeding during periods"), back pain (" back ache") and hypersensitivity ("allergy "). The patient was treated with surgery (organ removal). At the time of the report, the abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: new reporter was added. Furthermore, the previous reported event damages was specified as abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), abdominal pain (seriousness criterion medically significant), back pain (" back ache"), hypersensitivity ("allergy "), heavy menstrual bleeding (" heavy bleeding during periods") and mental disorder ("psychological problems"). The patient was treated with surgery (organ removal). Essure was removed. At the time of the report, the device breakage, perforation, abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding and mental disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-dec-2021: quality safety evaluation of product technical complaint (ptc). Imdrf codes checked and updated. Based on the available information, a review of our complaint records and other relevant data was conducted; no defect could be confirmed by the manufacturer.